Event description:
It was reported that during a lap chole procedure after firing several clips, the last few were fired and would not release from the device completely. The device had to be pulled away from the tissue and refired for the last few clips. There was no tissue damage. The case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4) (B) (4). Fired through lockout. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. One possible cause for this condition might be that the trigger is forced closed once the last clip lockout has engaged which may cause the jaws to remain closed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.